Event description:
Philips received a report that the site was setting up to acquire a cardiac spect study. As the system motion began to position the camera into position, the table translated in towards the gantry but did not stop at the point for setting up the roving mask. The technologist activated the emergency stop button on the system. The system motion stopped and there was no report of pt injury or damage to the forte table at the site.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. The field service engineer (fse) evaluated the system and determined the event was a result of a failed 48 volt power supply. Since the service call and replacement of the power supply, the camera has been working properly. (B)(4).